Manufacturer narrative:
Please note the corrections to d4 gtin and h6 health impact code. The reported event could be confirmed, since physical evaluation revealed a broken drill. The drilling spiral of the drill returned is completely sheared off. According to the appearance of the breakage surfaces, the drill broke in a (forced) brittle manner due to overload, most likely by bending stresses. The breakage may be caused by drilling under misalignment and / or contact with a hard object. Based on the above facts the root cause of the reported event is not related to a deficiency of the device but is rather linked to improper handling by the user. The brochure ¿instructions for cleaning, sterilization, inspection and maintenance¿ help to determine whether an instrument is in good condition or must be replaced due to excessive wear or obvious defects. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.

Event description:
As reported: 'drill tip breakage".

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: 'drill tip breakage".